Event description:
A partial treatment was reported during a brachytherapy treatment planned with brachyvision module of the eclipse treatment planning system. The treatment plan was created using brachyvision. The treatment was interrupted by the site clinical team after delivery the first 6 dwell positions. The treatment was stopped because the customer noticed that the treatment time was unusually long. Unintentional plan changes were unnoticed until plan was being delivered. The data indicates that user had changed the plan after it had been exported and was evident in the treatment report printout.

Manufacturer narrative:
The investigation was performed by reviewing the discrepancy reports and by analyzing the timeline based on the user description of the event and received log files, reports, and screenshots. The data indicates that user had changed the plan after it had been exported and is clearly shown in the treatment report. The user did not use the plan approval feature of the system. Using that feature would have locked the plan and prevented unintentional changes after the plan was ready. It is the conclusion of this investigation that the root cause is human error as the user did not notice the accidental change of info due to lack of treatment qa and plan approval to lock the plan. Consequently, the wrong plan was partially delivered. We have found no evidence of a software issue causing the initial dose change. The device did not malfunction. This report is based on info received from a third party or developed by varian medical systems. By submitting this report the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Info provided in this report is based on the assumption that the info currently available is true and accurate.